Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1880 that was returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump error 37 occurred during rewind. The pump passed the displacement test, prime/seating test, basic occlusion test, force sensor, test and occlusion test and p-cap locks properly into the reservoir compartment. Pump failed rewind test due to pump error 37 alarm. Pump was successfully downloaded using thump. Pump error 37 alarm was confirmed due to dried insulin in the motor slide and moisture damage on the motor. The pump was cut open for visual inspection and moisture damage on the pcba 1, pcba 2, motor and force sensor were noted. The following were noted during visual inspection: corroded battery tube, missing battery tube bumper, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, scratched case, broken battery tube threads, cracked case (battery tube), cracked case corner of belt clip rails, label damage (stained, faded, peeling). Cosmetic damage was confirmed at the battery compartment during analysis. Pump error 37 confirmed during testing due to dried insulin in the motor slide and moisture damage on the motor. The pump failed the rewind test due to dried insulin in the motor slide and moisture damage on the motor. Exposed to moisture confirmed on the pcba 1, pcba 2, motor and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.